Event description:
Spoke w/ doug behlmer, he stated the bed should come with the nurse call system already activated.

Manufacturer narrative:
The account stated that the bed has not been put into use yet. The technician provided the account with the procedure to activate the nurse call function on the bed. The account performed the procedure to resolve the issue.